Event description:
A patient reported blood results of 124 mg/dl with lifescan meter and 175 mg/dl on a laboratory device, performed within 30 minutes of each other. Between the tests there was an intervention that would be expected to change the blood glucose. A check strip test was performed and the result fell within specifications. Meter and test strips were replaced.